Event description:
During the procedure, the tab of the insertion handle broke off during insertion. The procedure was completed, and about 40 minutes additional time was required. The whereabouts of the tab is unknown, not in the patient as confirmed on c-arm prior to insertion.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the manufacturing records were reviewed and no complaint related issues were found. Visual inspection showed the tab was missing. The inspection showed that the tab of the handle was sheared off. Therefore, it was assumed that the handle was not properly connected to the nail. By this extreme bending forces were applied onto the tab, which finally caused the shearing off. The fracture face is homogenous which indicates material conformity. The complaint is indeterminate from a manufacturing standpoint as the broken.